Event description:
It was reported that during a bowel resection, no staples came out of the cartridge. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.